Event description:
The reporting facility reported a malfunction involving a 110-4g, intracranial pressure temperature monitoring kit. The probe was working well, when 3 hours after probe implantation the (B)(4) monitor showed pressure values like 60 - 90 mmhg with no patient stimulation and no drug administration. No patient injury occurred as a result of the event.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported information.